Event description:
It was reported that during use of this ablator in a shoulder arthroscopy, it continued to run inside the joint after the trigger was released. There was no report of pt injury or delay reported with this event. The user reported, that the generator in use during this event was used for other surgical procedures that day without problems.

Manufacturer narrative:
Investigation results: a visual examination of the ablator tip found brownish discoloration/insulation damage just below electrode tip. Testing of ablator with a test generator was unable to duplicate the reported problem. The instructions for use (IFU) caution the user: lightwave ablators must only be used in a conductive fluid medium to avoid insulation damage. If any visual defects are noticed in the insulation, or the ceramic/insulation is damaged in any way, stop using the device immediately and replace the device. Use ablators only within prescribed generator settings ( cut: 50watt min, 200wat max. And coag: 30watt min, 50watt max). High power generator settings, and prolonged use, may result in damage to the insulation, melting of the electrode tip or increase risk of pt burns. Do no insert, withdraw or touch the active tip of the electrode when power is being applied. This may result in an unintended surgical effect, injury or device damage. Do not pry or pull tissue using the device. Insulation may be damaged. When not in use, place the device in a safe and highly visible area not in contact with the pt. Inadvertent activation while in contact with the pt may result in burns. Maintain the active electrode tip in the field of view at all times. Injuries to the pt my result from inadvertent activation or movement of an activated electrode outside the field of view. The customer reported that the generator settings at the time of this event were 160watt cut & 60watt coag.